Event description:
I have been using the dexcom g6 system for well over a year now. I had no issues with the sensitivity to the sensor's adhesive until recently. Suddenly in (B)(6) I noticed severe itching, oozing, pain, rashes, chemical burns, and scars from every single use of the dexcom g6 sensors. Nothing about my routine in using the sensors has changed, yet suddenly every use is accompanied by pain, irritation, rashes, and scars on my skin. I was informed by a dexcom representative that the adhesive formula changed late last year and the sensors I have been receiving since february are ones with the new adhesive formula. It's horrible. Using a life saving medical device shouldn't be accompanied by such pain. Sometimes the pain is so bad that I can't keep the sensor on for the full 10 day session, this is impacting my daily life and care of my diabetes. FDA safety report ID# (B)(4).